Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of common device name.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the manufacturing date. The subject device has not been returned to olympus medical systems corp(omsc). But omsc evaluated the inspection and evaluation result at olympus (B)(4). Based on the evaluation, it was surmised that the foreign material possibly came from the adhesive around the lens and fixation pin for the nozzle of the subject device. Omsc also reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event but the deterioration of the adhesive possibly contributed to the reported event.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4) for the evaluation. In the evaluation, the following abnormalities were confirmed. During the leakage test, a small black foreign material was found. The objective lens was chipped and the chipped part was covered with repaired adhesive. The adhesive around the lenses was damaged. There was too much adhesive around the lenses and the distal end. The fixing pin of the nozzle was missing. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
The facility reported that the unspecified foreign material fell off from the subject device within the patient during an unspecified procedure. The facility did not report whether they retrieved the foreign material from the patient or not, and other detailed information. There was no report of patient injury associated with this report.